Event description:
Related manufacturer reference number: 2017865-2022-01356. It was reported that during routine generator exchange loss of capture and low pacing impedance was noted on the right ventricular (rv) lead and the atrial lead. The physician elected to explant and replace the rv lead. No changes or intervention was performed for the atrial lead. The patient condition is stable.